Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent olif wand tlif with posterior reduction and fixation at levels th10-iliac. On an unknown date post-op, it was found that the implant placed in the iliac was placed in the trajectory that perforated the bone. Revision to adjust the position of the screw was performed on (B)(6) 2015. Patient's complications were unknown.